Event description:
Surgeon reported that in three out of the last four cases using idrt (sizes 8x10 and 4x10), the following was observed: separation of silicone: 4 weeks post application, certain parts of the matrix did not incorporate and were attached to the silicone layer when the silicone layer was removed. The physician observed "the product looked dried out". The physician further stated there was a "variation of thickness". Throughout the matrix, the thickness was inconsistent. The original info obtained did not report pt injury or the risk of pt injury due to the inconsistencies in the matrix or product appearance. Idrt was applied to the back of a pt. After about 3 weeks post operative application, the surgeon observed the product had a "peachy color" indicating that there was healthy regeneration of the dermis occurring. Upon removal of the silicone, the collagen matrix was still partially adhered to the silicone and there was no integration into the pt. The wound had the same preoperative appearance. No infection was observed. The area was irrigated and a successful autograft procedure was successfully performed. Although these incidents occurred in 2004, the surgeon referred to these issues during the meeting with co rep.